Event description:
It was reported that during an unknown procedure, the blue reload presented a problem: blue load fired only half of the staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one tr45b reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut the tissue? If yes, was the cut line complete or was the cut line and staple line equal in length indicating a partial fire? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Were any of the forces higher or lower than expected (closing or opening)? What was the product code and lot/batch number for the stapler used with the tr45b cartridge?